Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+, indicating an attempt to use it but a subsequent failure. The device was not in clinical use at the time the issue was discovered. There was no reported patient impact or injury. Multiple attempts were made to request information regarding the cause and resolution of the reported problem, but no response or information was received. Based on the information available there is insufficient information to confirm the reported problem. We are unable to confirm the cause and final disposition of the device because the customer did not respond to requests for additional information. The investigation concludes that no further action is required at this time. If we receive additional information, the complaint file will be reopened.

Manufacturer narrative:
Corrected summary and coding grid.

Event description:
This report is based on information provided by philips field service engineer (fse) personnel and has been investigated by the philips complaint handling team. Philips received a complaint regarding the heartstart xl+, indicating an attempt to use it but a subsequent failure. The device was not in clinical use at the time the issue was discovered. The complaint investigation revealed that the issue was caused by the therapy capacitor, which had a capacitance below the minimum tolerance value, preventing the equipment from allowing defibrillation, and the problem was resolved by replacing the capacitor. Based on the available information and testing conducted, the confirmed cause of the reported problem was a therapy capacitor with a capacitance below the minimum tolerance value, preventing the equipment from allowing defibrillation. To resolve the issue, the therapy capacitor was replaced. The investigation concludes that no further action is required at this time. If we receive additional information, the complaint file will be reopened.